Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m100 set, "small air bubbles immediately enter the filter (within 5 seconds after start)." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.